Manufacturer narrative:
This report is submitted on january 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced a dislodged magnet following an MRI (tesla unknown). The clinician had followed the manufacturer's instructions for use of MRI. Surgery to reposition the magnet is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported the patient underwent revision to have the magnet replaced on (B)(6) 2018.